Event description:
The reporter contacted animas on (B)(6) 2014 alleging a pump malfunction. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed no activity related to the complaint. Unrelated to the complaint; the black box showed a shows time and date resetting to default following a por at 9:38pm (B)(6) 2014; the time was then manually set to 9:45pm (B)(6) 2014 the pump was exercised for 24 hours and then the battery was removed. The time and date reset when the pump powered back on. The internal clock battery was found to be leaking. Additionally, the display screen was dim and discolored. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.